Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but not able to duplicate it. The batteries in use at the time of the event were not provided for testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device turned off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.